Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The customer was contacted and advised that the unit was never sent to synergetics for repair as originally intended. The reported "cmciii is producing erratic output" was due to the use of the wrong tester. Once the unit was properly tested, there were no issues found. This unit is functioning properly; therefore, repair is not required at this time. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.

Event description:
Customer's cmciii is producing erratic output. Wants to send in for repair. Provided quote for repair and he will call back with po.